Event description:
The email received for the study indicated that, during the index procedure the pt experienced a neurological event diagnosed as cerebral hyperfusion syndrome. The onset was sudden; the duration of the neurological deficit is permanent and the recovery is a partial recovery, major residual. Additional information was received that the pt developed dysarthria and weakness of the left upper extremity after the filter wire was removed. Cerebral runoff was performed and it revealed excellent distal flow. There was no evidence of occlusion or bleeding on the cerebral angiogram. At discharge he continued to have paresis of the left upper extremity and some degree to the left lower extremity and continues to have difficulty with enunciation. The pt was admitted to the ICU for observation. Pta was performed on a lesion in the ostium of the right internal carotid with 95% stenosis present. The lesion was 20mm in length in a 5mm reference vessel diameter. The arch ii type vessel was severely tortuous. An angioguard embolic protection device was successfully deployed and retrieved. The lesion was pre-dilated and a 10x30mm precise stent. Bivalirudin was administered during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Post-procedure ck was 68 with a maximum upper limit of 397.

Manufacturer narrative:
Please note that this device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.